Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had won't detect syringe was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "won't detect syringe." Additional notes provided by the facility¿s clinical engineering support services include: "the unit was not able to detect any syringes because the barrel clamp sensor was starting to come off of the barrel clamp. I reseated it, and the issue was resolved. The unit had a damaged front case, and damage to the left side of the handle, so I replaced both of those parts with new ones. The new front case needed a new mylar gasket, since the old one did not come off cleanly. I recalibrated the unit and ran it through all of its pm tests without any other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿